Manufacturer narrative:
The hospital did not return device.

Event description:
Allegedly, during a hernia repair procedure, the doctor noticed that a jaw broke off the instrument and fell into the patient. The doctor was aware of the broken jaw and continued with the procedure and chose to wait until completing the key parts of the surgery before ordering an x-ray and removing the broken jaw. The procedure was completed with no delay. The hospital reported there was no serious injury to patient.